Manufacturer narrative:
Per -3104 combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The sterilisation method and sterile barrier system used to package trinity and trifit ts devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validate in accordance with the relevant standards. Infection is a known complication with any inasive surgery and no further investigation can be conducted with the available information and therefore, this case is now considered closed.

Event description:
Trinity dual mobility / trifit ts revision after approximately 1 month due to infection.